Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with failed self test error alarm during self test, due to faulty connector on remote frequency board. Unable to communicate with blood glucose meter, due to alarm. No unexpected reset alarm or blank display noted. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reports to have received a rf pic failed self test alarm. Customer states the insulin pump reset itself and after a few seconds, it turns itself off. Customer's blood glucose was 120 mg/dl. Customer is not able to complete troubleshooting as she is driving. Customer was advised that insulin pump would need to be replaced. No further information provided.